Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of sensor glucose versus blood glucose differences from the sensor. The customer's blood glucose was 600 mg/dl while the sensor glucose reading was 56 mg/dl. The customer treated with 50 units. The customer stated that he experienced sensor glucose versus blood glucose differences with many sensors. The customer was advised to monitor issue and call back to perform test plug procedure.